Event description:
Caller reported cartridge alarms on multiple occasions, but confirmed that the incidents did not cause the customer's blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.